Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Percutaneous coronary intervention was completed to the circumflex and left anterior descending arteries. Thereafter, the peel-away sheath was removed and the repositioning sheath was inserted and a hematoma at the access site was noted. The physician assessed and determined that the impella cp device would need to be removed if the patient tolerated the weaning. Weaning was performed and the patient was able to tolerate the wean. The impella cp device was explanted. Percloses and 8 french angioseal was used. Hemostasis was obtained. Manual pressure and sterile dressing were applied, and the patient was sent to the unit in stable condition.